Event description:
It was reported that the patient presented to the emergency room with no ventricular pacing. The patient had an escape rhythm in the 20's. Ventricular lead impedance was greater than 2500 ohms. Fluoroscopy showed a lead fracture due to clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.